Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2007. Subsequently, patient radiographs revealed the locking bar was not engaged. A revision procedure was performed on (B)(6) 2010, to remove and replace the tibial tray and locking bar.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "2. The locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." Dimensional evaluation of the locking bar showed all features specific to locking, and bearing to tray engagement to be within specifications except for one dimension on the locking bar. The out of specification dimension is likely due to extraction of the locking bar. This report submitted (B)(6) 2010.